Event description:
A year and a half after uae, started to experience severe pelvic pain radiating down left leg. Pain began cyclically and is now daily. Since uae, uterus has enlarged and bilateral ovarian massess have developed. There is a fluid collection in the lower uterine segment. Hysterectomy/castration are now recommended.